Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the implanted at depth of 2 mm on the non coronary cusp and 3 mm on the left coronary cusp. Following the deployment, moderate paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was attempted, however, the patient did not tolerate the temporary pacing and went into ventricular fibrillation. Cardioversion was performed twice. A second transcatheter bioprosthetic valve and reduced the pvl to trace. No additional adverse patient effects were reported.